Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). A session report from (B)(6) was provided, and after reviewing the report technical services noted it confirmed their suspicions; the battery had been left discharged to a point that therapy was lost (this occurred on (B)(6)). From the recharge session graph, they saw therapy was restored after charging the battery such as on (B)(6). Technical services concluded the battery was working as intended during these times based on the session report; the loss of therapy events reported by the patient were due to the discharged state of the battery. Technical services recommended the rep suggest to the patient to not allow the implant battery to reach 0%, and they could recharge the implant on a daily basis to help prevent this. It was confirmed that the event has resolved, they have discussed it with the doctor and the charge cycle was increased. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
G2: the country of origin is switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's pain increased and when they checked their ins, they found that it had switched off for no reason. This occurred two separate times, on 2025-apr-23 and 2025-apr-30. The patient switched their ins back on. It was unknown if the issue was resolved. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Enclosed is the new report from 2025-jun-05 in the follow-up of the patient. According to your statement, this problem occurred again on may-31st. The rep has created the report several times. No further action is planned, and it was asked for suggested solutions to this issue.

Event description:
Additional information was received from technical services (ts). For what concerns the event on the 31/may: the ins was left discharged in such a way that the therapy was lost on 30/may. The therapy was recovered after the battery was recharged on the 31/may (probably after the patient saw the therapy was off). This is supported by three observations from the report: 1) the sentence at the beginning of the report, together with the por code (por-ID (B)(6)) - "the system has determined that the device has been reset. Por-ID ....", this por code is related to a low/depleted battery state, leading to loss of therapy (what is classically defined as therapy off with stim on). 2) in the stimulation usage graph, we can see that on 30/may the stimulation was lost and re-established the day after. 3) on the 31/may, the ins has been charged for 0 to 100%, meaning that at the beginning of the recharge session, the ins was depleted. For the previous event in april, unfortunately, the data of the report are not going back in time sufficiently to analyze what happened. It would be interesting to have the report from the 07/05/2025 and see if the event is similar to the present one. Long story short: for the event of end of may, the ins was behaving as intended. The ins turned off due to the discharged state. The patient was invited to recharge the battery to prevent that the ins from going into a discharged state. For the event in april, currently there is no data to analyze to understand what happened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that according to the patient, there was no recognizable reason for the ins to switch off. The problem occurred two times. It was noted that the rep queried the protocol and that the next contact with the patient was on (B)(6) 2025.